Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. "Service required" codes were found in the ventilator's downloaded error log. The device's internal batter and power management board were replaced to address the issues.